Event description:
Rn caring for pt reports placing new bag onto already spiked heater line of homechoice set, after homechoice device fell onto floor and original bag became disconnected during apd treatment. Rn was advised to discontinue treatment at that time and to set up with new supplies. No pt injury or medical intervention as a result of incident per rn. New device was received by pt.